Event description:
A health care provider (hcp) reported that there was something stuck inside. Upon follow-up, it was reported that there was no patient impact.

Manufacturer narrative:
Product analysis: visually, the inner shaft was bent until broken approximately 0.65 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.349 inches in the deformed area which was out of specification. The hub bushing was rough and worn. There was no allegation of difficulty loading the bur or damage prior to use. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.